Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a cardiac perforation resulting in pericardial effusion occurred. The right ventricular (rv) lead was explanted. The patient was in stable condition. Further information was requested, but is not yet available.

Event description:
Additional information received indicated a replacement rv lead was successfully implanted. The patient was in stable condition.

Manufacturer narrative:
The reported event was cardiac perforation. As received, a complete lead was returned stretched in one piece. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Unable to perform tip stiffness test due to the damaged inner coil as received.